Event description:
The device reservoir component "was repositioned only". As reported to co, the surgical revision employed connector from an assembly kit. The connector which was removed has been destroyed by the hosp's prosthesis room.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 2/14/97 to reposition the reservoir. A connector only was replaced. According to the hospital this connector was destroyed. No implant info was provided. Requests for add'l info surrounding this event have been made, however, to date the info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding this incident. Should add'l info be received, qa will re-evaluate this event in accordance with procedures. Without the benefit of analyzing the explanted connector. Qa is precluded from confirming any observations and precluded from commenting on its condition. However, because qa's examination could neither confirm nor disprove the need to reposition the reservoir, and because a connector only was replaced and the remaining components remain implanted and are functioning as intended, qa accepts the physician's observations of such as the reason for surgical intervention.